Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the customers reported issue. The turbine manifold assembly was tested and found to be working normally within specification. Visual inspection did not reveal any anomalies. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit is delivering a lower tidal volume than expected. It is unknown at this time whether there was any patient involvement associated with this complaint.